Manufacturer narrative:
A visual inspection was performed on the returned device. The reported labeling problem was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. In this case, it is possible that the device was inadvertently placed in the wrong chipboard box from another procedure not used; however, this cannot be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when the 3.5x15mm xience alpine stent delivery system (sds) was removed from the box, the pouch label did not match as the label on the pouch is for a 3.5x18mm xience alpine sds. Therefore, the sds was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.